Event description:
Complainant alleged that during set up of a patient (age & gender unknown). The device was unable to go into any mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.